Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii, the elecsys ft4 iii assay, and the elecsys tsh assay on a cobas 8000 e 801 module and a second e 801 module used for investigation. Incorrect results from the sample were reported outside of the laboratory. This medwatch will apply to the ft4 assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay and refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on (B)(6)2019. The sample was repeated using the wako accuraseed method and the architect method. The sample was provided for investigation where it was tested on a second e 801 analyzer on (B)(6)2019. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e801 analyzer used for investigation is (B)(4). Ft4 reagent lot number 380330, with an expiration date of december 2019 was used on this analyzer.

Manufacturer narrative:
The customer returned a sample for investigation. The customer reported values were reproduced. No interferences were found. The investigation did not identify a product problem.